Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was used during a ureteroscopy with lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis p120 console with settings of 0.2 joules and 70 hertz. According to the complainant, during the procedure and outside the patient, the laser fiber was used for 10 minutes and the tip seemed to degrade quickly. The laser operator removed the fiber and the connector was hot to touch and burned her finger. Reportedly, the operator was fine and there was no treatment done to the burn. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the fiber measured approximately 192.5 cm from the top of the connector to the break. The fiber was kinked. The remainder of the fiber including the distal tip was not returned. The fiber was broken under the strain relief near the proximal end. The strain relief boot was melted indicating that the fiber and connector overheated. The condition of the returned device confirms the event. The noted damages indicate the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was used during a ureteroscopy with lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis p120 console with settings of 0.2joules and 70hertz. According to the complainant, during the procedure and outside the patient, the laser fiber was used for 10 minutes and the tip seemed to degrade quickly. The laser operator removed the fiber and the connector was hot to touch and burned her finger. Reportedly, the operator was fine and there was no treatment done to the burn. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.